Event description:
Additional information was provided that a revision procedure was performed to add a new rv pace/sense lead due to increasing capture thresholds. The pace/sense portion of this lead was surgically capped. The patient's device was electively explanted during the procedure to avoid an additional procedure for the patient in the future. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
All available information indicates that the shocking portion of this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided

Event description:
Boston scientific crm received information that this transvenous defibrillation lead exhibited loss of capture. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available the event will be updated.